Event description:
Customer reported system locked up and would not reboot for several tries. System boots intermittently. No patient injury.

Manufacturer narrative:
The service rep reseated connections in power distribution and voltage was restored to 5.12 vdc without adjustment to power supply. Exercise system including rebooting system several times. System is repaired and operating as intended.